Manufacturer narrative:
(B)(4) the complaint device was not returned for evaluation and data was not provided. The reported complaint of inaccuracies cannot be confirmed. A root cause could not be determined. Additionally, it was reported that the patient did not calibrate after experiencing inaccuracy and did not enter fingerstick values promptly into the cgm device. The dexcom g4® platinum continuous glucose monitoring system user's guide states: if the difference between your sensor glucose reading and blood glucose value is greater than 20% of the blood glucose value for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, wash your hands and take another blood glucose measurement. If the difference between this second blood glucose measurement and the sensor is still greater than 20% for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, recalibrate your sensor using the second blood glucose value. The sensor glucose reading will correct over the next 15 minutes. Furthermore, the guide states: to calibrate the system, enter the exact blood glucose value that your blood glucose meter displays within 5 minutes of a carefully performed blood glucose measurement. Entering incorrect blood glucose values or blood glucose values from more than 5 minutes before entry might affect sensor performance, and you might miss a low or high blood glucose value. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a hypoglycemic event that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Calibration was not performed correctly. Patient's wife reported that she called 9/11 because patient's bg meter displayed 32mg/dl and patient was unconscious. Cgm device displayed 103mg/dl. At 9:30pm, an ambulance arrived at the patient's residence and the paramedics administered glucose to stabilize the patient. Patient was not taken to the hospital. Once the patient was stable, his wife fed him (B)(4) crackers, coffee and toast. Additionally, it was stated that the patient takes several medications but patient's wife declined giving further information. At the time of contact, the patient was stable and in good condition.